Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of device reset was confirmed. The cause of the reset was found to be due to an anomalous component. The reset was replicated during temperature cycle testing.

Event description:
It was reported that upon interrogation of the ICD, the device was found to be in backup vvi mode. A new device was used.

Event description:
It was reported that during implant, when the device was connected to the chronic lead, high impedance and a loss of capture were observed. After several attempts of reconnecting the lead to the device, the device was replaced. A new device was implanted.